Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The customer noticed that several patient samples had given high na results and then repeating within normal range and was prompted to repeat other samples. The initial na result was 172 mmol/l. The repeat result was 138 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer changed the electrodes. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the cell rinse volume was too high and a lock nut was not tight enough. The fse adjusted the cell rinse volume, tightened the lock nut, replaced the lamp, heat cut filter, and the inner and outer bath windows, and performed a bath exchange. The fse performed a photometer check and a 21 cup precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.